Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 498 mg/dl at the time of incident and current blood glucose was 394 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis.